Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested and on 02/26/2018 the surgeon provided the following details. The patient was not on any medications when the iop elevation was first observed. The surgeon initially believed that the stent obstruction by iris was the cause of the iop elevation. Yag laser was applied to treat the stent obstruction; however, the iop remained elevated and the surgeon is unsure of the cause. The surgeon prescribed the same medications as the patient was taking preoperatively to treat the iop. The iop elevation did not result in any adverse impact to the patient.

Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on this device could not be performed. Patient identifiers were not provided. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. Stent obstruction and iop elevation are identified in the labeling as known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. If intraocular pressure is not adequately maintained after surgery, the surgeon should consider an appropriate medication regimen to reduce intraocular pressure. Any omitted information was not available at the time of initial report. Correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
The surgeon reported that during postoperative examination, the snorkel of an implanted istent was observed to be pointing downward. The stent was obstructed by the iris. The patient''s intraocular pressure was elevated at 30 mm hg. Additional information has been requested.